Manufacturer narrative:
Additional information was provided by the customer. The repeat result from the c501 was accompanied by a data flag. The sample was repeated on the c501 a second time, and the result was 228.24 mg/dl. The patient's sample was clear with no precipitation visible. Information provided also stated: the patient is "probably diabetic, because of his medicines".

Event description:
The customer alleged they received a questionable total protein urine/csf gen.3 (tpuc) result for one patient on their c501 analyzer. The patient's sample was a 24 hour urine sample. The patient's initial tpuc result was 2.02 mg/dl and it was reported outside the laboratory. The doctor called the laboratory to question the result as the patient had a clinical history of high tpuc results. On (B)(6) 2013, the sample was repeated and the result was 221.54 mg/dl. The customer stated the sample was also repeated on an integra 400 plus analyzer and the result was approximately 200 mg/dl. The patient's treatment was interrupted until a new test was made. It was unknown if the patient was harmed by this event. The tpuc reagent lot number was 674366 and the expiration date provided was 03/2014. It was noted the customer had not performed the daily pipe activities on the analyzer on the day of this event.

Manufacturer narrative:
The root cause could not be determined. There was no raw data for the discrepant result provided for the investigation. Both quality control levels were within range on the day of the event. Because urine samples are not centrifuged, the customer runs the risk of contaminating the sample probe with samples with even barely visible turbidities and precipitates.

Manufacturer narrative:
This event occured in (B)(6). No information was provided on the specific part number involved in this event.